Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were unable to exit preparing to prime loop. The customer's blood glucose was 17.7 mmol/l at the time of incident. The customer stated that they did not receive second series of beeps nor did numbers appear on the screen while holding down the act button. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. However, we were unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was received with missing end cap sticker, corroded battery tube, cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.